Event description:
The patient was brought to the cardiac cath lab after presenting with chest pain, anterior st-wave depression, respiratory failure, emergent intubation. The patient was in cardiogenic shock. The iab catheter was inserted for hemodynamic support. On 9/28/11, the helium loss alarm started and the following troubleshooting items were completed: checking for any catheter leaks (none found); helium line did not show any signs of blood leak; decreasing amount helium being shuttled down 37 cc from 40 cc; changing out console. Troubleshooting did not fix problem. Decision made to go to cath lab and discontinue/remove catheter and place another iab catheter since the patient still required support. New catheter inserted and the same helium loss alarm occurred. Changed out the console three times; disabled fiberoptic connection; performed "leak test" suggested by arrow. These items did not solve the issue-alarm. Followed with decreasing helium to 30 cc and going to a 1:2 augmentation. This solved the helium loss alarm and the catheter/console worked properly.